Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1962, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. Additional information received on 12-nov-2015 (ptc investigation result). Consumer had the essure placed in 2009 because the doctor told her she was too fat for tie the tubes. About 6 months later, she started losing hair. Had pains everyday that felt like she was in labor. Periods became so heavy and painful. Intercourse become hated cause the pain and blood. She started gaining more weight. She went from (B)(6). Lost interest in all activities, was depressed and hated life. She had ER (emergency room) visits all the time. They told her she had ovarian cysts. She had a hysto (hysterectomy) on (B)(6) 2015. Ovaries are fine. She is not depressed and losing weight. The only pain she has now is the gas. They took uterus and tubes. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pains everyday. A hysterectomy was performed. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided for this event. Based on its nature and considering that a positive temporal relationship is implied, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, a relationship between the reported medical event(s) and a quality defect is excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.